Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 45167 and had fluid on the lcd screen. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log was unable to be downloaded. The pump was powered up and a visual inspection was conducted. The reported issues were able to be duplicated. While the pump was loading the screen, the screen turned red and alarmed error code 45169. Visual inspection showed fluid on the lcd screen. The pwa board and lcd will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involved.